Event description:
Analysis of the explanted lead and generator has been completed. The generator performed to specifications and no anomalies were found. The entire lead was not returned. No anomalies were observed with the returned lead portion.

Event description:
It was reported that the vns patient had passed away on (B)(6) 2012 and the cause of death was not related to the vns device per the patient's neurologist. Last known vns diagnostics were taken on (B)(6) 2010. Follow-up with the physician found that the cause of death is believed to be sudep. The patient had received some seizure reduction with vns therapy. The patient was receiving therapy at the time of death and the vns was believed to be functioning normally at the time of the patient's death. The patient passed away at home in her sleep. At the time of death, the patient was experiencing 1-2 seizures per day consisting of general tonic-clonics and absence seizures. The patient was noted as having a history of nocturnal seizures. The patient's death was not witnessed. The patient did not have a history of cardiac or respiratory problems. The patient was noted as being compliant with all medication at the time of death. The patient's lead and generator were explanted following the patient's death. The explanted products have been returned and are currently undergoing analysis.